Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system) the reported event cannot be conclusively determined through this evaluation. The controller event log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. Three slight decreases in estimated flow were captured on (B)(6) 2023 with elevations in pulsatility index (pi). Additionally, a 1.0 liter per minute decrease in flow was observed over the last two days of the controller periodic log file. No notable alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. The account later communicated that the decreases in pump flow were due to cardiac tamponade, and resolved after the patient was taken to the operating room for pericardial fluid drainage. The patient remains ongoing on heartmate 3 lvas and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) contains the following information: section 1 lists potential adverse events, including pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to concern of flow decreased to 3¿s from baseline 4.5-5lpm and pulsatility index (pi) sustained elevated 7-11 despite IV fluids was given and patient was normotensive. Log file review captured on (B)(6) 2023, two low flow events. Additional information stated that the cause of low flow was cardiac tamponade. The patient was taken to operating room for drainage of pericardial effusion. The issues resolved after drainage of effusion.